Event description:
Duirng a gastroplasty procedure, with the reload the device did not cut and the staples were malformed. Another reload was used and the device worked properly. There was no adverse patient consequence.